Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. A correction was made to h1; the initial report inadvertently stated "malfunction". One (1) 6 fr angio-seal vip device was returned for product evaluation. The returned sample includes the hemostasis sheath, carrier tube and header bag. The device was subjected to visual analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked. The distal tip was cut apart. The suture was cut through, and the anchor-suture-collagen assembly was undone. The anchor was not returned with the device. The complaint device was returned and was cut apart at the distal tip. The anchor-suture-collagen assembly was undone, and the suture had been cut. The anchor was not returned with the device. Based on the device condition, it appears that a non-deployment event may have occurred, and the user may have cut open the distal tip to confirm the presence of the components. The anchor may have been cut off during the process. It could not be confirmed that the anchor broke off in the artery. The cause of the event could not be identified based on the available information. As a result, the complaint was confirmed. The exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: requested, unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: the 6 french angio-seal was used to close the left femoral artery following a transcatheter aortic valve implantation (tavi) case. Upon pulling the device back, all components pulled out with no resistance as the foot plate seemed to have detached. Therefore, the device did not deploy. The device was examined and the foot plate was missing; therefore, it was presumed to be within the patient's artery. No testing was performed to locate the anchor. Manual pressure was held; however, there was some bleeding/bruising. There was no immediate harm to the patient. A pre-deployment angiogram was performed, and it was straightforward, no problems anticipated. There were no difficulties with arterial access, sheath, guidewire, catheter insertion, or issues with insertion of the device. No disease was present in the access site artery. Standard pull force was used during deployment. No medical or surgical intervention was performed to remove the anchor or anchor and collagen. Virtually no blood was lost, as easy to compress and sealed with manual pressure. No concomitant medical products were used with the angio-seal.